Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8mm permanent cautery spatula (pcs) instrument had a broken wire. No fragments fell into the patient. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction: field d4 (lot number) has been updated to include the correct/complete lot number. The permanent cautery spatula instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a dislodged crimp from the yaw cable at the distal end near the monopolar yaw pulley. The yaw cable was not broken. The components adjacent to the dislodged crimp did not show damage. The complaint was confirmed by failure analysis. The root cause of instrument cable crimp - dislodged is attributed to a component failure.